Manufacturer narrative:
Sample device has been indicated as available for evaluation. However, as of the date of this report the device has not yet been returned. A follow-up report with additional information will be provided by 3/13/2020.

Event description:
We have two failed PICC lines in our nicu last week. They are cracking at the hub.

Manufacturer narrative:
The customer had two complaints (cc 40567 and cc 40568) regarding the same item and failure mode. One sample was returned with a label for both lots reported in the two complaints. The sample was examined and the findings were reported for cc 40567. The most likely cause was found to be excessive tensile force being applied upon the hub, possibly during use. The root cause could not be determined as a design or manufacturing issue so a corrective action will not be taken at this time. If the sample is returned for this specific complaint, the issue will be re-evaluated as needed.